Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed an error. The customer's blood glucose was 16 mmol/l, which was treated with manual injection. The caller stated that the customer had an eeg procedure, a week prior to the error alarm, and the insulin pump was still attached to the customer. Troubleshooting was performed and during the procedure the insulin pump alarmed another error. The discontinuation of the device was advised. Nothing further was reported.